Event description:
It was reported that during dft testing, therapy was aborted and an alert for possible output circuit damage was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed output circuit damage. The device was tested on the bench and using automated test equipment. No anomalies were detected. The cause of the output anomaly is undetermined.